Event description:
It was reported that during a "vats" procedure, there were no staples in the middle of the cartridge. The pt was bleeding. The case was changed to handsewing. This extended the o.r. Time about two hours.